Event description:
Letter received from the FDA with an attached user facility medwatch reporting an event involving a tx30v that was used in a thoracotomy procedure. It was reported the reload cartridge for the tx30v didn't work on the vessel. Pt loss 3000cc of blood and needed replacement bank blood. Pt also developed hypotension. Pt required a cardiac massage.